Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was performed on (B)(6) 2025. A watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced, deployed and released in the laa. On (B)(6) 2025, one day post procedure, the patient developed a pericardial effusion. Pericardiocentesis was performed on (B)(6) 2025 to treat the effusion. The patient vital signs were stable after pericardiocentesis. No further complications occurred.

Manufacturer narrative:
E1: phone number listed as (B)(6).

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: patient code added e1: phone number listed as (B)(6) which exceeds 10 characters for field.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was performed on (B)(6) 2025. A watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced, deployed and released in the laa. On (B)(6) 2025, one day post procedure, the patient developed a pericardial effusion. Pericardiocentesis was performed on (B)(6) 2025 to treat the effusion. The patient vital signs were stable after pericardiocentesis. No further complications occurred. It was further reported the patient complained of feeling nauseous the day after surgery, prior to discovery of pericardial effusion. The patient was admitted to the hospital for observation. As there was no increase in pericardial fluid observed after discontinuing doac, pericardiocentesis was not immediately required. After pericardiocentesis was completed, the patient stabilized and was discharged home.